Event description:
It was reported that during a lead implant, the left ventricular (lv) dislodged from the coronary sinus branch while slitting the delivery catheter. To ensure better stability, the physician opted for a shorter-spaced lv lead. To maintain vessel access, the original lead was punctured with a needle, allowing the new lead to be successfully positioned and implanted. The original lv lead was removed. There were no adverse events to the patient.